Event description:
It was reported that the right ventricular (rv) lead exhibited noise and t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: c154dwk implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2008 5076 implantable pacing lead implanted: (B)(6) 2005. (B)(4).